Manufacturer narrative:
In the case description, the user mentioned receiving a 7 unit bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 7 unit bolus. The audit logs show that the 7 unit bolus was confirmed through interaction and was not based on a bg or carb entry. Inspection of the engineering logs show that the controller was interacted with to open the bolus calculator and make updates to the total bolus. The logs show that the total bolus was updated though no carbs or bloood glucose (bg) values were entered, which indicates manual update of the total bolus. Logs then show that the proper flow was followed to confirm the bolus amount and start delivery of the bolus. The bolus record shows that a 7 unit bolus was confirmed that was user adjusted from 0 units to 7 units. The logs show evidence of interaction to program, confirm, and start delivery of the reported bolus. No evidence of an uncommanded bolus was observed in the logs.

Event description:
Customer reports the omnipod 5 gave her an uncommanded bolus of 7 units without the patient initializing that command. Customer states the controller was stuck on the menu screen with no way to navigate out of it. The patient did not report seeking any type of medical intervention due to this event. Customer stated she activated a new omnipod 5 pod without any issue and this has not happened again.